Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) procedure performed on an unknown date. During the procedure, when advancing the peg tube over wire, the plastic kinks when trying to push through incision site. To complete the procedure, the tract was dilated then the device was advance. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150205 captures the reportable event of feeding tube difficult to advance. Imdrf impact code f2301 captures the reportable event of additional device required.